Event description:
It was reported that stent damage occurred. The 80% target lesion was located in the mildly calcified and moderately tortuous proximal left anterior descending  (lad) artery. A 20 x 4.00 promus premier drug eluting stent was used to treat the lesion but failed to cross lesion. Upon retrieving the complaint device, it was noticed that the stent struts were destroyed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the stent found that the crimped stent on the device was damaged. Stent struts at the distal end of the stent were deformed and lifted upwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the hypotube shaft. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% target lesion was located in the mildly calcified and moderately tortuous proximal left anterior descending (lad) artery. A 20 x 4.00 promus premier¿ drug eluting stent was used to treat the lesion but failed to cross lesion. Upon retrieving the complaint device, it was noticed that the stent struts were destroyed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).